Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins of the supplied power socket fell off, when taken out of power outlet. The remote monitor status is unknown. No patient complications have been reported as a result of this event.